Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, when she woke the insulin pump had a motor error alarm. Customer removed the battery, reinserted, and the display returned black with little lines, and she was barely able to see. She rewound and primed the device. Then she removed the battery, reinserted, and thinks the device may have alarmed compromised force sensor. Customer's blood glucose was unknown. Troubleshooting was performed for motor error was performed; she declined for blank display and compromised force sensor system. The device was not exposed to an MRI. Customer doesn't use the sensor feature and was unable to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. She agreed to return the device for further analysis.